Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively an ablation procedure completed with the affera system with pulmonary vein isolation (pvi) with pulsed field ablation only and cavotricuspid isthmus (cti) with radiofrequency only. The patient experienced chest discomfort overnight and into the morning. The morning after the procedure, an echocardiogram was performed and a pericardial effusion was identified. A pericardiocentesis was performed to drain fluid from around the heart, and the patient was treated for pericardial effusion. The patient was hospitalized. No further patient complications have been reported as a result of this event.